Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse changed tubing and a lamp. The cse adjusted the belts tension. The cse then decontaminated the system with microclean. The cause of the discordant, falsely low urea nitrogen concentrate results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low urea nitrogen concentrate (un_c) results were obtained on two patient samples on an advia chemistry xpt instrument. The initial results were not reported out to the physician. The customer repeated the same samples on an alternate advia 2400 instrument, resulting higher. The customer reported out the alternate instrument results. There are no known reports of adverse health consequences due to the discordant falsely low urea nitrogen concentrate results.